Event description:
Device 1 of 2. Ref MFR report #1627487-2012-06448. It was reported the pt experiences discomfort, heating, and redness at the ipg site while recharging. It was also reported the pt experienced blisters as a result of pocket heating. The blisters resolved after the pt stopped recharging the ipg for two weeks. The pt may recharge the ipg in short intervals to resist pocket heating. On (B)(4) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.